Event description:
Pts receiving hemodialysis treatment. Fell ill. Pts were then transported to nearby hospitals. Newspaper reports indicate that there were 24 pts being treated, 19 were hospitalized and of those 19 one died. It was reported that the water treatment system may have attributed to the pt injuries and death.